Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of over 600 mg/dl. To address bg level, a correction bolus was delivered. At the time of the reported event, bg value was 200 mg/dl. Recommendation was made to discuss diabetes management with health care provider.